Event description:
Reportedly, value was reported as higher on this monitor, all cables unplugged and put onto another monitor and values were in acceptable range on new monitor.

Manufacturer narrative:
Device not returned.